Manufacturer narrative:
(B)(4). Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Manufacturer narrative:
Concomitant medical products- trilogy f/m acet shell 60 od clust, cat#: 00-6200-060-22 lot#: ni xlpe 10 degree poly liner60x32, cat#: 00-6310-060-32 lot#: ni modular femoral stem press-fit plasma sprayed cementless size 16.25, cat#: 00771301600 lot: ni modular neck c 12/14 neck taper use with +0 heads only, cat#: 00784803300 lot#: ni. Reported event was unable to be confirmed due to limited information received from the customer and no product was returned. DHR could not be reviewed due to the lack of information received. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). The investigation is still in process. Once the investigation is complete a follow up MDR will be submitted. Multiple MDR reports were filed for this event. Please see associated reports: 0001822565-2017-03621, 0001822565-2017-03622.

Event description:
It was reported that a patient underwent a revision procedure approximately 2 years post initial implantation due to corrosion and elevated metal ion levels. After removing the double modular neck and stem there was evidence of discoloration and corrosion. There was also black staining between the trunnion and the head.